Event description:
During the device setup for patient use, the thermogard console (sn (B)(4) displayed mid:09 (air trap assembly) error message. The customer rebooted the console several times without any success. As the patient was catheterized, the customer used the cooling blanket for seven hours while waiting for the loaner console. The patient's treatment was continued using another console. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint that "the thermogard console (sn (B)(4) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review and during functional testing. The root cause of the reported complaint was due to a defective air trap sensor likely due to a defective component. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed a mid:09 (air trap assembly) error message on the complaint date, thus confirming the reported complaint. During functional testing, when the full air trap was placed into the air trap holder the orange led changed to a green led confirming the normal functionality. However, the led of the air trap sensor block did not light up an orange led when the empty air trap was placed into the air trap holder. The evaluation of the thermogard console revealed that the probable root cause of the observed issue was a defective air trap sensor block. The defective air trap sensor block needs to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console with serial number (B)(4). Ccr (B)(4), reported on (B)(6) 2022. The air trap block was replaced to address the issue.